Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The most probable root cause is wear and tear, the spring was missing following the normal use of the device. The field service engineer was able to find the missing spring and he replaced it.

Manufacturer narrative:
The mayfield head holder adaptor of the device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the medtech field service engineer noticed before a surgery that the mayfield head holder adaptor spring was missing. Anyway the adaptor could be tightened completely to perform surgery, but the spring eases usage.